Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the unknown liberty select cycler, and the serious adverse event(s) of death exists. During intake, it was reported the patient was connected to the cycler but did not state the patient was actively undergoing treatment. The definitive cause of the patient¿s expiration is unknown; therefore, causality cannot be established. Given the limited follow-up information, a more comprehensive investigation could not be performed. Nevertheless, the esrd population continues to have significantly higher mortality (up to 30-fold higher), and fewer expected years of life when compared to the general population. Based on the minimal information available, the unknown liberty select cycler can be disassociated from the event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reportedly expired while ¿hooked up¿ to an unknown liberty select cycler. No additional information provided during intake. Subsequent attempts to obtain additional information [e.g., treatment record (if applicable), death certificate, esrd death notification, autopsy report, discharge summary (if applicable), hospital records if applicable were unsuccessful.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse (rn) reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reportedly expired while ¿hooked up¿ to an unknown liberty select cycler. No additional information provided during intake. Subsequent attempts to obtain additional information [e.g., treatment record (if applicable), death certificate, esrd death notification, autopsy report, discharge summary (if applicable), hospital records (if applicable)] were unsuccessful.